Event description:
A malfunction alarm with code malf 12 was reported by the customer, who did not note any events occurring prior to the issue. The customer declined to answer whether their blood glucose level exceeded a certain threshold, so it remains unknown if there was any impact. Technical support provided pump reset information over the phone, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to reach out again if the issue reappears.